Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up # 2 date of submission 12/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: a review of the pump alarm history revealed a cs 063 call service alarm. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated warnings. The pump case was removed, and no evidence of moisture ingress or damage to the printed circuit board was found. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.